Event description:
It was reported that broken fitting and perianal lesion issues were found. It was noted that the event occurred during the usage of dignishield stool management system. It was stated that complete breakage of the irrigation connection during a wash and narrowing of the probe at the patient's anus with consequent injury at the perianal level (lot# nggq0573, lot# nggq0656). It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be " supplier defect ". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "do not use if package is damaged." "Inflate the cuff with 45ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation (figure 5). If the pilot balloon indicates over- or under-inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid." Figure 5 ¿ cuff inflation "inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The inflation port has an external pilot balloon as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation." Correction: b h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that broken fitting and perianal lesion issues were found. It was noted that the event occurred during the usage of dignishield stool management system. It was stated that complete breakage of the irrigation connection during a wash and narrowing of the probe at the patient's anus with consequent injury at the perianal level. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.